Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy- "after activating the device it stick to the vessel. The surgeon had used the handpiece a few times (he also used clips for the artery) it was sticking on a blood vessel and it was bleeding again. He used his bipolar to stop the bleeding." Type of intervention: "n/a." Patient status: "n/a."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. During visual inspection, engineering observed eschar buildup on the jaws of the device. During functional testing, engineering activated the device on porcine renal tissue and observed minor sticking towards the end of the seal cycles. Although minor sticking was observed, engineering was unable to fully replicate the event of tissue sticking that would result in bleeding. Upon further inspection, engineering found that the conductive stops on the jaw sunk leading to an insufficient gap between the jaws. This can result in increased tissue adherence. The root cause of the event is due to the sinking of the front conductive stop. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of incident. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.